Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 40 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Reportedly, emergency technicians were called and assisted customer by administering IV solution to address bg. The customer was instructed to consult with healthcare provider regarding bg level.